Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2018 to (B)(6) 2018 (148 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The affected pump has not been returned to the manufacturer yet. A report will be submitted upon analysis of the returned pump.

Event description:
We were informed by the clinic that an excor blood of a patient supported in the lvad configuration was not completely emptying. An adjustment of the ikus stationary unit parameters brought no improvement. According to the clinic, the membrane seemed to be in contact with the pump housing in the end systolic position with a black shadow noted on the blood pump housing. After evaluating the video material provided by the clinic, berlin heart (B)(4) recommended an exchange of the blood pump. The affected excor blood pump was exchanged by trained personnel in the clinic. The replacement of the blood pump was without complications and the patient is doing well.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4) is submitting the report on behalf of berlin heart gmbh(manufacturer). An air cushion was detected during initial visual examination of the returned blood pump.the blood pump was tested for functional performance and did not meet its required functional performance. The appearance of a recurrent black shadow on the blood pump housing could be seen in the video from the clinic at the time of the incident.however, this phenomenon could not be confirmed during this functional test at the manufacturer. For further investigation, the pump was submitted for an external CT examination where an air cushion was detected between the between the middle layer and blood-side layer of the triple-layer membrane. Furthermore, a few small particles were found between the membranes. The pump was then disassembled for further testing and the membrane layers were individually inspected. A leak was detected in the air-side layer and middle layer each, located along the rolling radius of the stabilization ring. Additionally, graphite agglomerates were detected between the layers. The blood-side layer was found to be intact. At the time of investigation, the thickness of the individual layers at all the fixed locations and also at the leakage locations was found to be within specification. The cause of the failure was most likely the graphite particles that formed due to an abrasion between the layers. This caused increased friction at points,which finally led to the defect in the air-side and middle layers of the triple-layer membrane. As a result of this defect, air got in and formed an air cushion, which caused the reduced pump performance(incomplete filling and emptying)and possibly pushed the blood-side layer slightly closer to the blood pump housing during systole, causing a recurrent black shadow to appear on it.